Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the insulin delivery of the infusion device is inaccurate, and this resulted in elevated blood glucose and hba1c levels over the past 4 months. He changed the basal rates on the infusion device to attempt to resolve the issue. The infusion device did not display any alert or error messages. He switched to a competitor's infusion device and his glucose decreased. The infusion device was requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.